Manufacturer narrative:
Date of event entered is an estimated date because the exact date of event was not provided.

Event description:
It was reported that the patient experienced a revision surgery for an inflatable penile prosthesis (ipp) reservoir due to unknown reasons. A patient condition was not reported. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.